Event description:
It was reported that a tip detachment occurred. A direxion fathom-16 system was selected for use with a liquid embolic agent. During the procedure, the 30cm tip of the fathom guidewire detached from the guidewire body. During removal, the tip of the guidewire stuck inside the microcatheter. There was some liquid embolic agent remaining inside the microcatheter wall which likely entrapped the tip of the wire. The entire device was removed from the patient. There were no patient complications and the patients status was stable.